Manufacturer narrative:
No product has been returned for investigation nor were radiographs provided to confirm the alleged event. No root cause can be determined at this time.

Event description:
During literature review it was identified that 60 cases reported experiencing vertebral body fractures due to either preparation of the endplate or placement of the interbody cage. Only one case required an additional procedure. It is unknown if patients underwent xlif or olif procedures.